Event description:
User experienced high bicarbonate results that repeated lower for 24 patient samples. (Sample #, initial result/repeat result, units of measure=mmol/l) #1 37/26. #2, 32/23. #3, 34/23. #4, 37/25. #5, 36/23. #6, 38/25. #7, 36/23. #8, 38/25. #9, 37/26. #10, 31/22. #11, 31/22. #12, 37/25. #13, 48/34. #14, 52/39. #15, 36/26. #16, 40/26. #17, 43/28. #18, 41/25. #19, 40/23. #20, 45/27. #21, 45/25. #22, 31/22. #23, 31/22. #24, 37/26. No patient erroneous results were reported. The field service representative determined the cause to be the reagent multi-switch valve was leaking, and replaced the mvp ceramic pair and cleaned all channels on both msv r1 and r2. Also noted he performed monthly maintenance and replaced the pipettor seals. Performance tests were performed.